Event description:
The hcp reported that during initial update of newly implanted pump, a "non-critical memory error" was noted. Reinterrogation produced the same result. The pump was explanted and replaced with another device in 2004.